Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing the antegrade approach. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion despite the difficulties encountered, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres for 7 seconds, the balloon ruptured. Because it was a pinhole rupture, the device was removed without any issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.